Event description:
It was reported that the patient presented to the hospital after experiencing syncope. Upon interrogation the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2014. The patient was in good condition during and post procedure.